Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres for few seconds, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported. Patient was in good condition.